Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited anti-tachycardia pacing (atp) due to atrial driven rhythm. Technical services (ts) was consulted and upon review, identified noise in the right atrial (ra) and right ventricular (rv) channels with oversensing of the ventricle. Therefore, ra and rv lead issues were suspected. In addition, ts discussed that the device is functioning as programmed and that the atp therapy was inappropriate. This system was turned off and surgically abandoned, and a new system was implanted on the right side. No additional adverse patient effects were reported.